Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (constant gong alarms was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the trunk cable connector was cracked and the cable connecting the distribution node (dn) and rear therapy electrodes was pulled from the strain relief, damaging the pulse wire solder connections inside the dn. The cause of the constant gong alarms and incoming test failure is the damaged cables and broken solder connections. The root cause of the damaged cable and solder connections is excessive force placed on the cable. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.